Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with a slow heart rate; failure to deliver vibratory alert upon reaching elective replacement indicator was observed on the pulse generator. Upon interrogation, the device was noted to have reached end of service on (B)(6) 2017. On (B)(6) 2018 the device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.